Event description:
It was reported that during testing of the external pulse generator, the ventricular output was out of specification. The generator was returned for service. There was no patient involvement associated with this event. The atrial cable was returned to the manufacturer, analyzed and tested out of specification.

Event description:
It was reported that during testing of the external pulse generator, the ventricular output was out of specification. The generator was returned for service. There was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Heart lead flex is out of specification; one diode on the ventricular side is shorted. Upper and lower cases and side bail covers are broken. Keyboard and serial number label are scratched (cosmetic). (B)(4) atrial side cable passed continuity test but failed visual test (insulation broken).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.